Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the atrial lead exhibited noise and right ventricular lead exhibited high capture threshold. Both the leads were explanted and replaced. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.